Event description:
A pt reported blood glucose results of "158,176,81 and 87 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips and control solution are being replaced.